Manufacturer narrative:
Type of investigation not yet determined 4118: the customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an unusual noise coming from inside. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information - e1 (event site state - (B)(6), event site postal code - (B)(6)).